Manufacturer narrative:
Device evaluated by MFR: a 32 x 3.00mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found signs of damage. There were multiple hypotube kinks noted and a hypotube break 584mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid shaft section found multiple kinks along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that failure to cross a lesion occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 32 x 3.00 promus premier select stent was advanced but would not pass through the lesion. The device was removed and the procedure was completed. No patient complications were reported in relation to this event. However, the device returned and analysis revealed a shaft break.